Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the flattened silicone dome was not observed. However during the evaluation the device failed the programming, and pressure test. Biological debris was seen throughout the device and appears to have been the root cause for the device not working as reported by the customer. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that a revision was performed as the surgeon explained that the reservoir was flattened causing the device to not function. As a result the patients intracranial pressure increased.